Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 600 mg/dl. The customer stated that earlier, she had a blood glucose level of 500 mg/dl, changed her site, and treated with manual injection. Customer stated that her blood glucose level did not come down, so she went to the emergency room. Blood glucose level at the time of the call was 90 mg/dl. The customer stated that she was wearing the insulin pump at the time of the incident. Customer also reported that the insulin pump had no delivery alarms. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.